Manufacturer narrative:
Age at time of event: 18 years or older .(B)(4). Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter in two pieces. The device was bloody. The hypotube, collar, distal shaft and tip was microscopically and tactile inspected. Inspection revealed a complete separation at the collar with the distal shaft fully pulled out, collar damage (torque damage), a kink/bend in the hypotube located 74mm from the collar, and shaft damage located 11mm and 20mm from the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 24-jul-2018. It was reported that the device was unable to cross the area. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified mid to distal left anterior descending artery (lad). A guidezilla¿ ii guide extension catheter was selected for use. During procedure, it was noted that the device was unable to cross the area right before reaching the target lesion. The procedure was not completed due to same device unavailability. No patient complications were reported and patient's status was good. However, device analysis revealed a complete separation at the collar. It was further reported that the shaft break occurred outside the patient's body.